Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal and extraneal therapies for diabetic nephropathy. Dianeal and extraneal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin sodium and gentacin (routes and frequencies not reported). The cause of peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was received from a nurse on (B)(4) 2012. On an unreported date, a break in aseptic technique occurred further specified as using a poorly cleaned machine during the peritoneal dialysis procedure. On an unreported date, the patient was retrained on proper connect/disconnect and cleaning method. If additional information becomes available, a follow up report will be submitted. A labeling review was performed and the labeling was found to be accurate and sufficient related to the breach in aseptic technique, and easily accessible and available to the user.